Event description:
It was reported the programmer turns off/the screen goes black. The screen is also cracked, and the plug compartment is broken. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, however, it was noted that the cable of the radiofrequency (rf) head was replaced as a preventive measure. It was confirmed that the overlay was cracked, as a result the overlay was replaced and the stylus was calibrated. It was also noted that the latch was broken on the power cord bay door.